Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding an erroneously depressed loci high-sensitivity troponin I (tnih) result obtained on a dimension exl 200 integrated chemistry system. Siemens is investigating the event. For section d4, the gtin was provided as the UDI number is unknown. The customer did not provide the reagent lot number used at the time of the event.

Event description:
The customer reported to siemens they obtained an erroneously depressed loci high-sensitivity troponin I (tnih) result on one (1) patient sample obtained on a dimension exl 200 integrated chemistry system. The erroneously depressed result was reported to the physician and questioned. The same sample was reprocessed on both the original dimension exl 200 integrated chemistry system and an alternate dimension exl 200 integrated chemistry system. A higher result was obtained, considered correct, and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed loci high-sensitivity troponin I (tnih) result.

Manufacturer narrative:
Additional information (12-jun-2025): siemens healthcare diagnostics service operations support (sos) concluded the investigation of the event. Sos evaluated the information provided by the customer and the available instrument data. Quality control (qc) recovery was within the customer¿s acceptable ranges. The cause of the event is unknown. The customer stated the issue was resolved and no other discordant results were reported. The customer is operational. The device is performing within specifications. A potential product issue was not identified. No further evaluation is required. Sections d4 and h4 were updated with lot number, expiration date, primary UDI number, and device manufacture date. Section h6 has been updated to reflect the sos investigation. Initial MDR 2517506-2025-00091 was filed on 09-jun-2025.